Event description:
Dealer states blown sieve beds with sieve material all under the units on the floor and up the back side of the units. The unit will run about 30 minutes then either go to a yellow light or to a red light alarm.